Event description:
Elderly female patient with preoperative diagnosis of aortic stenosis, hypertension, peripheral vascular disease, 4.2cm ascending aortic aneurysm, class ii congestive heart failure, is undergoing an aortic valve replacement. The surgeon describes the following in his operative report: following placement and suturing of the #23 trifecta valve and after adequate de-airing was confirmed and the pt was weaned from cardiopulmonary bypass, there was a solid 2-2.5 plus aortic insufficiency with a central eccentric type of jet. The trifecta valve was removed and replaced it with an alternative manufacturer pericardial valve. The remainder of the procedure was uneventful with no further perivalvular leaks noted.======================manufacturer response for aortic valve, valve replacement (per site reporter).======================request by manufacturer to have device returned. Device to be returned on wednesday (B)(4) 2011.